Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burning, draining rash on their back from the lifevest equipment. The patient reported a gel leak. The patient went to the emergency room and also went to their doctor. The patient was prescribed a cream for the rash. Follow up indicated that the skin irritation improved.